Event description:
It was reported that this right ventricular (rv) lead was pulled back into the heart and affixed to the rv septum. It was confirmed through an x-ray that the lead had perforated into the lung field. The lead was exhibiting loss of capture (loc) and high pacing thresholds. The lead was successfully repositioned. No additional adverse patient effects were reported.